Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479 device evaluation: the system was evaluated by a field service engineer (fse). The fse performed a vacuum calibration and system checked and could not reproduce the problem. The system is within johnson & johnson surgical vision (jjsv) specifications. Manufacturing records review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusions: based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The account reported there was suction lost during procedure, after performing the capsulorexhis and during the fragmentation procedure, the system showed a warning about the movement of the patient, the customer said that the patient did not move at all.